Event description:
Customer reported that the unit will not power on and they have replaced the batteries with a new supply. There are signs of battery leakage and corrosion in the battery compartment. One of the battery springs looks bent. There was no pt incident or injury reported.

Manufacturer narrative:
Product was requested to be returned for eval, but has not been rec'd. Note: this submission is based solely on the user facility statement. Note: posey instructions for use state: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).